Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation, the device was tested outside the patient and it was noted the cut wire was disengaged. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation, the device was tested outside the patient and it was noted the cut wire was disengaged. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, bent and the proximal and distal pierce holes appeared melted. The exposed cut wire was bent, broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire was measured to have broken at approximately 21 mm from the distal pierce hole. One end of the broken cut wire attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to handling during preparation. Therefore, the most probable root cause is handling damage.

Manufacturer narrative:
(B)(4) - for the reported event of cut wire broke. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.